Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/31/2017, that on (B)(6) 2017, the patient experienced missing data on clarity for several days. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log could not confirm the reported event of missing data. A root cause could not be determined.